Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up, a difference in battery longevity was seen and was higher than in previous follow up, programmer files were collected by abbott technical support and it was seen that the programmer was overestimating longevity on devices during the previous follow ups. All longevity was in normal range for devices when rechecked.

Event description:
During follow-up, a difference in battery longevity was seen on the device. Further review of the session records and indicated the battery depletion curve was normal, and the programmer may have overestimated the device longevity during a previous interrogation. The patient will come back in for follow-up and the battery depletion is currently with in normal limits.